Manufacturer narrative:
Approximate age of device - 1 year and 11 months. Device analysis: the reported low speed, low flow, and pump stop events were confirmed via the submitted system controller log file. The submitted log file contained approximately 4 days of data, spanning from (B)(6) 2018 at 21:17 to (B)(6) 2018 at 8:48, and captured numerous low speed/low flow alarms associated with pump stop events while the system was operating on the power module. Based on our complaint history and similarly reported events, the data captured in the log file is consistent with a potentially compromised wire within the patient¿s driveline; however, a specific cause for the low speed, low flow, and pump stop events cannot be conclusively determined through the evaluation of the returned portion of driveline. A distal end driveline repair was performed by a technical services representative on 6/15/2018. The approximately 21" segment of driveline replaced by technical services was returned for evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. Immediately following the repair, no alarms were reported and the patient was expected to be released home on a grounded patient cable. However, it was reported that the alarms returned once the patient woke up the following morning. The center placed the patient on an ungrounded cable. The patient remains ongoing on vad support and no further related issues have been reported.

Event description:
Event details: log file submitted. The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2016. Technical services reviewed the submitted log file and observed pump stoppages on (B)(6) 2018. These continue intermittently thorough the remainder of the log file. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad was connected to the power module. On (B)(6) 2018, the manufacturer¿s technical service representative performed a percutaneous lead (driveline) replacement. The patient was placed on regular grounded patient cable post replacement. The patient to be released to home. No additional information was provided.